Event description:
It was reported they were getting no device found on their controller, and the issue began today. The patient needed an MRI of their head but couldn't get into the controller. During the call, the agent walked the patient through resetting the controller. The patient plugged the recharger and got 64/74/75 then 59/93/96 on passive recharge. The patient got the batteries screen. The controller was at 60%, and the implant was at 40%. The agent walked the patient through MRI mode, and the patient was full body compatible. The agent advised the patient to charge both the controller and the implant before their MRI today. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned their hand hurt while resetting the controller and unlocking the controller. The patient called back and mentioned they went to pick up their controller then noticed there was nothing on the screen but a green blinking light. The patient confirmed the controller was charging from the wall. The patient commented they were getting an MRI tonight. The agent walked the patient through resetting the controller; the controller showed in MRI mode, and the agent walked the patient through exiting MRI mode. The controller showed 80% and implant 40%. The agent reviewed with the patient to charge their controller then charge their implant. The troubleshooting steps taken on call resolved the issue. Patient called back stated that they are having problem charging the implant and they can't get it to charge. Agent asked the patient to inspect for any damages on the device. Patient confirmed no damage on the recharger cord, recharger pins and controller charging port, pins. Agent asked to wipe the pins using their shirt and blow air to the controller charging port to clear dust. Patient plugged the recharger into the controller. Patient confirmed seeing looking for device -no device found. Agent asked to press recharge. Patient got 62/73/86, 77/80/81, 83/83/82. 62/91/92. Agent explained passive recharging and adjust the paddle to get higher numbers. Patient mentioned that they had been doing this for the past 2 hours. Patient also mentioned their arm hurts since they had been holding the paddle manually to their back. Agent asked the patient to use the belt but patient mentioned the did not ever use the belt. Agent tried to walk the patient on how to put the belt on. Patient mentioned that they couldn't get it through as they had never used it before. During the call patient mentioned that they saw a system problem rm04 message. Agent asked the patient to reset the controller. Patient then connected back to the recharger and got 93/95 on passive recharge. Agent put the call on hold for couple of minutes to let the patient charge. Patient confirmed seeing the battery screen and mentioned that the implant battery is at 50% or so and the percentage above is more than the below percentage. Caller also stated that it routed them back to the passive recharging and paddle gets hot. Troubleshooting did not resolved the issue. A request was sent to repair to replace recharger and recharging belt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID: 97755, serial# (B)(6), revealed no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that their device is not working and they can't get it on. Patient stated that they need to get it to work before thursday because they need to get an MRI. Agent asked if the controller is the one they have issue with , patient responded , all of it was not working. Agent walk the patient through in resetting the controller with ac power cord. Patient confirmed that the controller powered on and green lights was blinking. Agent asked patient to unlock the screen and patient gets no device found message. Agent asked patient to attempt to recharge the ins but the controller shut off again. Agent had the patient reconnect to the ac power supply and the controller powered on. Agent advised patient to charge the controller first. Agent will callback to continue troubleshooting. When asked when the issue began , patient stated since the last time they called and they call all the time. Agent called back to continue troubleshooting steps. Patient unplugged the controller from ac power supply and screen powers on. Agent walked the patient through in recharging the ins. Patient made a comment that they are in pain and move slowly. Patient was able to connect the recharger and sees no device found. Patient entered passive recharge mode. Patient was able to see middle number at 88. Patient was then began recharging with good to excellent connection. Controller battery at 40% ins at 30%. Patient stated that their hands are in getting tired and was in pain from holding the recharger. Agent advised patient to stop the recharging of ins and let the controller fully charged before continuing charging the ins. Agent assured patient that everything is working as intended.

Manufacturer narrative:
H6 : code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.